Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-54394.

Event description:
A customer reported an intraocular lens (iol) had a scratch/mark. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided. The product was returned. No damage was observed on the returned sample. Product history records were reviewed and the documentation indicated the product met release criteria. The reported event was not observed. The lens was returned placed correctly in the case. No damage was observed the manufacturer internal reference number is: (B)(4).